Event description:
During daily testing, the unit displayed a "vacuum loss" alarm.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. During daily testing on (B)(6) 2014, the user got a vacuum alarm while running the iabp. The failure was called in to maquet (B)(6). After testing unit and completing diagnostics, I could not find or duplicate any issues with the iabp. I ran the iabp through all diagnostics and functional tests without failures or issues. Released unit for use. Ref: (B)(4).